Event description:
Customer reported that the insulin pump was damaged near the reservoir compartment and that the crack was one inch long. She stated that the blood glucose reading had been 37 mg/dl the night before but did not provide a blood glucose reading for the time of the report. Customer was not sure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window. The device also was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot.